Event description:
According to the complaint, on (B)(6) 2024, during the surgery of an anesthetized patient, the touch screen of the blood gas abl90 flex analyzer (serial no. (B)(6)) was found to be unresponsive when analysis the patient's blood gas. This in turn may result in incorrect administration of anesthesia, which could not promise the appropriate depth of anesthesia for the patient.

Manufacturer narrative:
Radiometers investigation of the provided data concluded that the cpu has failed. Hence the root cause is component failure.